Event description:
It was reported to resmed that a patient aspirated the valve from a mirage quattro ffm and started to choke. After several minutes, the patient coughed it up and then regurgitated shortly after.

Manufacturer narrative:
The mask involved in the incident has been returned to resmed. A preliminary evaluation shows the anti-asphyxia valve appears to have been torn from the base. It is unknown at this time how the valve tore from the base. Resmed has attempted to contact the (B)(4) for more information without success. Resmed has printed warnings in the user's manual for the quattro ffm system; the elbow and valve assembly are intended to be used with the mirage quattro and have specific safety functions. The mask should not be able to perform its safety function. The valve should be replaced if it is damaged, distorted or torn. The safety risk for this complaint was assessed with reference to the mirage quattro system risk analysis. Based on the actual field occurrence and severity of the reported fault, the risk is unchanged and remains acceptable.